Manufacturer narrative:
The device was received for evaluation. Visual inspection of the pump found the I/o board installed belongs to another device serial number (B)(6). Component swaps are considered unauthorized service and thus the device is deemed unserviceable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device was identified to have unauthorized repair. The I/o board installed belongs to another device serial number (B)(6). No additional information is available.